Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0l5jz , implanted: (B)(6) 2015, product type lead .

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The caller reported that the patient had fallen on two separate occasions and broke her hip. Additional information from the patient stated that a manufacturer representative checked the device and noted that the leads were damaged. The patient stated that the cause of the falls was due to multiple sclerosis. The patient's first fall was in (B)(6) 2015 and the leads were damaged. The second fall happened in (B)(6) 2016. The patient stated that it had never worked.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they notified the physician and was told to have the device removed but they could not afford that.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.